Event description:
A dreamstation auto CPAP device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles. Additionally, the service technician also noted cracked lcd screen, scratches on upper enclosure damaged buttons on upper enclosure, bottom enclosure damaged. The device was corrected by the service center after the evaluation was completed.